Event description:
It was reported that during an unknown procedure, the device malfunctioned with the clips loaded sideways. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the er420 device was returned in good visual condition with a malformed clip in the jaws; the clip was removed in order to measure jaw width. The clip shape was consistent with a sideways fed clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.